Event description:
A hospital implant registration form received by the company indicating that on (B)(6) 2024, the patient's entire system, including a (B)(6) pacemaker and right atrial (ra) lead was explanted and replaced due to an infection which developed on an unknown date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164751.